Event description:
It was reported that the customer experienced a seizure, possibly due to her insulin sensitivity changing. It was stated the customer had been experiencing low blood glucose levels and adjusting the insulin pump settings. It was believed the patient had a low blood glucose around 60 mg/dl at the time of the incident, which had occurred within 90 days prior to the date of reporting this. It was stated that she was not wearing the sensor. Emergency medical services were called and the customer was coming out of the seizure when they arrived. The insulin pump was removed about 4 minutes after the seizure occurred and the customer ate a package of gummies. Upon arrival at the emergency room, the customer's blood glucose had gone up and the insulin pump was working. The following week, changes were made to the carbohydrate ratio and instances of low blood glucose were occurring. The customer had experienced another seizure in (B)(6) 2014, as well. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).